Manufacturer narrative:
(B)(4). Results: product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance revealed that the stent delivery system (sds) was returned with blood on the balloon, on the distal shaft, on the hypotube, and on the hub. There was contrast in the balloon, in the inflation lumen, on the balloon and on the distal shaft. The stent implant was returned dislodged from the balloon. The entire length of the stent implant was crushed. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were multiple kinks at the proximal end of the distal shaft. There were three bends in the hypotube, 28 cm, 34 cm, and 75 cm distal to the strain relief tubing. There was a kink in the hypotube, 43.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. Dimensional testing could not be done due to the entire length of the stent, implant was crushed as noted. Product performance engineering reviewed the incident. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters could not be measured due to the damage noted. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have contributed to the noted stent damage. The IFU states: prior to using the multi-link vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Analysis noted multiple bends and kinks throughout the catheter. Since this damage was not reported in the incident information, the bends and kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement; however, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the protective sheath was removed from the stent delivery system (sds), the stent dislodged onto the stylet; however, this was not noticed until after the sds was advanced into the patient, and the sds balloon was inflated. On angiography, the stent was noted to be missing and after searching for the stent, it was found to be located on the stylet. No patient adverse effects were reported and the patient was successfully treated with another rx vision stent. No additional event or patient information is available.